Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain two on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had the hp check the supplies for leaks. The hp noticed that the transfer set was leaking. The tsr advised the hp to cycle power and end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.